Event description:
It was reported by a customer in the USA that an 840 ventilator was displaying lines in the bottom screen. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which corrected the display issue, and performed all required calibrations and tests. The ventilator passed the extended self-testing (est), the short self-tests (sst), the performance verification testing (pvt) and the electrical safety test, and the unit was operating within manufacturer's specifications. (B)(4).